Manufacturer narrative:
The sample was received for evaluation on 07 june 2007 and sent for decontamination. Upon decontamination of the unit and completion of the investigation, a supplemental report will be submitted.

Event description:
After insertion, the nurse began to pull the needle out, and she found that the stylet and needle had separated in the extension tubing.